Event description:
Event description guidant received information that this endotak dsp lead was removed during the replacement of the patient's implantable cardioverter defibrillator (ICD) - there was a fracture of the conductor coil at the suture tie down. The lead has not been returned to guidant for analysis, therefore guidant cannot confirm the allegation.